Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a hole in the old cuff. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.